Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that there was a capsule collapse during the implantation of a tecnis zcb0000215. Additional information was requested but not received.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed that the lens had surface residuals (debris/particles) compatible with handling the lens in out of sterile environment. Based on the investigation no cosmetic defects related to manufacturing were found in the returned lens. Manufacturing records were reviewed. All process operations presented in the manufacturing record from product molding to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.